Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is to provide a correction to the initially submitted medwatch medical device report (MDR). The initial MDR was erroneously submitted as a reportable malfunction, however, there are no reportable malfunctions related to the subject device captured in this complaint. Per the legal manufacturer, this device has no issues that have the potential to cause or contribute to death or serious injury if they were to recur. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex videoscope exhibited an insertion section dent during set up, before patient was in the room. There were no reports of patient harm.